Manufacturer narrative:
The drill attachment was received by the manufacturer, however the complaint could not be replicated. Based on the results of the device evaluation, the device performed according to all specifications.

Event description:
It was reported that during testing conducted by a field service technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.